Event description:
It was reported the lead dislodged approximately one month post-implant. During the physician's reposition attempts, the helix became blocked and would no longer function. No patient complications were reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) dried blood on helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead dislodged approximately one month post-implant. During the physician's reposition attempts, the helix became blocked and would no longer function. No patient complications were reported as a result of this event.